Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after receiving an error code, the blade tip broke off. Another device was used to complete the case. There was no adverse consequences to the patient.